Event description:
Facility reported "tubing was broke." Reportedly, "patient with low platelets was bleeding from broken line above the luer activated valve." Contact stated that there was "no event" but customer is concerned. Further follow up revealed that there was no injury or medical intervention as a result of the reported condition. Per contact, the set was connected to 0.9% sodium chloride bag. Contact stated that no further details are available.